Event description:
On (B)(6) 2008, the original plan was to implant a bifurcated device. Pt presented with total occlusion of the left cia; unable to access. Physician decided to convert to an aui device on the right side with a fem-fem bypass; close of procedure had good results. On 30-day f/u CT, there may have been a type ii endoleak. Approx two weeks ago (date: tbd), pt presented to the ER with no pulses distally and bilaterally. CT revealed a total occlusion of the stent grafts from the anastomosis, in the fem-fem bypass, and all the way up through the aorta. The devices were explanted (no noted kinks) and an aorto-byfem bypass was performed. The pt tolerated the procedure and is doing well. Rep spoke to physicians later in the week and they could not confirm the origin or cause of the occlusion.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device met specifications prior to release. Due to lack of info, no conclusion can be drawn at this time.